Manufacturer narrative:
The manufacturer previously received information alleging a ventilator displayed an error message that service was required. There was no harm or injury reported. No medical interventions were specified. The device has been returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The obm pc assembly, front enclosure, and top plate were replaced, the software was upgraded to v14.2.06. The device passed all testing and has been sent to ship mode awaiting dispatch.

Event description:
The manufacturer received information alleging a ventilator displayed an error message that service was required. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.